Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was reported programming tablet was broken. The usb port on the side of the tablet was reported to be damaged. A replacement tablet was provided. The physician¿s assistant does not know what caused the damage. However, the wand cannot connect to the tablet as a result, but the tablet still turns on. The tablet was received by the manufacturer for analysis. However, analysis has not been completed to date.

Event description:
An analysis was performed on the returned tablet and the reported allegation was verified. During the analysis, it was identified that the usb port was damaged. As a result, the tablet was unable to establish communication. No further anomalies were identified.